Event description:
It was reported that this right ventricular (rv) lead was attempted in the left bundle branch (lbb) area pacing but was unsuccessful. This rv lead exhibited loss of capture when the 3d sheath was removed during lead repositioning using the fixation tool; however, the helix remained extended. Counterclockwise rotation of the lead body was then performed, resulting in partial elongation of the lead helix. Despite the application of significant tension, the lead could not be withdrawn. Approximately 11 turns were applied to extend the helix, followed by an additional 5 to 7 turns after the helix locking tool was applied in an attempt to over torque the helix; however, retraction with the fixation tool was unsuccessful while the lead was located in deep septal tissue. As satisfactory sensing and rv pacing thresholds were ultimately obtained, the lead was left in place in accordance with the initial plan to place a coronary sinus (cs) lead. The next course of action included reporting the event to engineering, documenting the occurrence, and reviewing the information for potential trends as appropriate. This rv lead remains in service. No adverse patient effects were reported.